Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis, surgical intervention, prolonged hospitalization, and ultimately patient death. It was reported that the patient suffered cardiac tamponade at the end of the procedure. They proceeded with pericardial drainage. The patient was transferred to the cardiac surgery department. Additional information was received on 05-jan-2022. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it could be the procedure, patient condition, and bwi products generator possibly. Intervention provided for persistent atrial fibrillation. The patient outcome of the adverse event is death. The patient had extended hospitalization because the patient was required to be admitted to a cardiac surgery unit as the patient needed heart surgery to stop the bleeding. Laboratory test was normal. Other relevant history reported were hypertension and diabetes. Generator information provided was smartablate g4c-5823, unknown lot number. A transseptal puncture was performed with a brk abbott needle. Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event and the flow setting was 2ml low flow, 8 ml during the ablation 25w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used were: dashboard, vector, and visitag. The visitag module was used and the parameters for stability were: 3mm, time 3sec, 25% of 3g tag size 3. Additional filter was used with the visitag. The color option used prospectively was fti.

Manufacturer narrative:
Date of death - the exact date of death is unknown at this time and so this field was populated with the awareness date. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially, there was no date of death reported. However, additional information was received on (B)(6). 2022 and it was reported that the date of death is (B)(6). 2021. Therefore, the b2. Date of death has been updated. It was also reported that the doctor had performed an epicardial shot in the coronary sinus to block the mitral line. At 25w on a prolonged shot of more than 40 sec, he perforated the coronary sinus but also perforated the left atrium (la). It appeared that the patient had experienced liver overload. The doctor thinks that the generator may have delivered more watts than expected and so all the shots were checked by the bwi representative, and there was no information found to affirm the doctor¿s hypothesis for safety. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 01-feb-2022. The correct serial number for the generator is (B)(6). A request was made to explain further on why the physician thought that the generator delivered more wattage than expected. The response received was: ¿this is the first time that such a serious complication has happened for this doctor, and he is trying to find answers to his question.¿ there were no errors with the generator. The generator did not stop the ablation. The reporter checked each shot and there was no power problem. The generator never delivered more than 25 w. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).